Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided), resulting in a loss of consciousness and a seizure. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Subsequently, customer was transported via emergency medical technicians to the hospital and customer was hospitalized. No information was provided regarding type of treatment received. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Pump data review with tandem technical support confirmed the pump was functioning as intended.